Event description:
It is reported that a customer had issues with the keypad on their insulin pump. The patient's blood glucose level was 535 mg/dl at the time of the call. The customer stated that the rewind sequence does not function on the pump. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump had minor scratches on lcd window, cracked case near display window corners, and cracked reservoir tube lip. The insulin pump rewind properly. No button/keypad anomaly noted. However, the insulin pump was received with block option on. No moisture damage electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.